Manufacturer narrative:
Vyaire medical complaint number (B)(4). Results of investigation: a vyaire medical field service representative (fsr) evaluated the device onsite. The fsr was unable to duplicate the reported issue. The fsr evaluated the ventilator with the original settings and the original patient circuit. The fsr performed the patient circuit calibration and performance check and the ventilator meets manufacturer's specifications.

Event description:
The customer reported that the ventilator stopped, while in use on a patient. It is unknown if the ventilator alarmed. The patient was placed on another ventilator and there was no patient harm associated with this issue.